Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence, and the customer was unable to resolve the issue. Subsequently, the customer went to the emergency room, and was admitted to the intensive care unit (ICU) due to a blood glucose level over 700 mg/dl and diabetic ketoacidosis. Reportedly, the customer was treated with a ¿midline¿. The customer did not recall any further treatment received while in the ICU. The customer was released from the ICU on (B)(6) 2021 with no permanent damage. Tandem technical support performed a pump system check and verified the pump functioned as intended. Additional information regarding the reported issue was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.